Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were responsive to button presses. The keypad buttons were found to have normal spring back and click. Contamination was found under the button key contacts. The reported responsive issue with keypad buttons was not duplicated during testing. (B)(6).

Event description:
On (B)(6) 2012, the distributor contacted animas stating that the ok, up arrow and down arrow keypad buttons were unresponsive. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.